Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 595 mg/dl while wearing the pod between 4 and 24 hours. According to the patient, she bolused 8 units of insulin after a meal and when she woke up from a nap her blood glucose levels were elevated. It was also reported that the pod cannula was found bent. Symptoms reported include nausea, headache, vomiting and feeling sick. Some swelling and redness at the pod site were also noted. The patient was reportedly treated with intravenous fluids and 10 units of insulin via injections. The patient was released the following day, (B)(6) 2025, after 6 hours in the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.